Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit powered on successfully, no blank display noted. Unit passed sleep current measurement, active current measurement and self test. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. The adapt tool reveals no alarms around the event date recorded to confirm complaint codes. Proceed by cutting unit open and performing a visual inspection of connectors and electronic stack. During visual inspection, moisture damage was noted to the electronic assemblies. The following cosmetic damages were noted: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case, cracked belt clip rails, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, and broken battery tube threads. In conclusion customer concern of blank display was not confirmed as no display anomaly noted during testing. However, moisture damage was noted to electrical assemblies. Customer concern of cosmetic damage was confirmed as cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, and broken battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the battery compartment and blank display of the pump. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. The customer reported that cosmetic damage on the pump impacting the functionality of the pump. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.